Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to suspected right ventricular (rv) lead fracture. Noisy electrograms were apparently present on device event evaluation, with lead check feature auto reprogramming rv lead to unipolar. Intraoperative pacing system analyzer performed demonstrated marked lead noise on the rv lead. The device clinic reports several instances of rv auto reprogramming to unipolar. It was also reported that the right atrial (ra) lead exhibited high thresholds. Fluoroscopy at pocket also demonstrated probable clavicular crush. The rv lead and the ra lead were capped and replaced. The ipg was removed and replaced. No patient complications have been reported as a result of this event.